Event description:
Event 1 [date redacted]: lot: 4261570 expiration date: 9/30/2029. [Redacted] pediatric pharmacy (B)(6). A hole was found in a 20 ml bd syringe by a pediatric pharmacy technician [redacted date] mailed on fedex trk# [redacted]. Event 2 [date redacted]: lot: 4319956. [Redacted] pediatric pharmacy (B)(6) while compounding, IV technician found a 20ml bd syringe with a hole in the barrel. Sequestered syringe in [redacted] pediatric pharmacy (room [redacted]) behind middle computer. [Redacted date] mailed on fedex trk# [redacted]. Event 3 [date redacted]: lot: 4319956 expiration date: 11/30/2029. [Redacted] pediatric pharmacy (B)(6). During compounding in the IV room, IV tech found a bd 20ml IV syringe with hole in the barrel near tip of syringe. Also, the luer-lok tip is misformed. Sent information to [redacted] and [redacted]. Sequestered syringe in [redacted] pharmacy (room [redacted]) behind the [redacted] computer. Mailed on fedex trk# [redacted]. [Redacted]. Event 4 [date redacted]: lot: 4261568, [redacted] pharmacy [redacted] (B)(6), pinhole in 20cc syringe, causing sodium chloride to leak out of syringe [redacted]. Event 5 [date redacted]: lot: unknown, [redacted] pediatric pharmacy (B)(6), "IV tech found a brown particulate in the inside of the barrel near the luer-lock of a 20ml bd syringe. She drew up fluid and pushed it out before she saw the particulate. Dose was wasted and remade. She did not keep the outside package of the syringe so unsure of the lot/expiration. [Redacted] mailed on fedex trk# [redacted]. Event 6 [date redacted]: lot: 4319956 expiration date: 11/30/2029, [redacted] pediatric pharmacy (B)(6) "IV tech found small hole in bd 20ml IV syringe while compounding. The hole is small and in the barrel near the luer lock end. [Redacted] mailed on fedex trk# [redacted], [redacted]. Event 7 [date redacted]: lot: 4319964 expiration date: 11/30/2029, [redacted] pediatric pharmacy (B)(6) "[redacted], IV tech noticed a particulate on the plunger of an unopened bd 20ml IV syringe. Syringe sequestered and located behind the [redacted] computer in [redacted] pharmacy (room [redacted]). Manufacturer response for 20ml IV syringe, 20ml IV syringe (per site reporter), manufacturer notified. Bd numbers and return trackers in incident description.